Event description:
Device malfunction: dislodged off balloon. Time of malfunction: during the procedure. Adverse event: unintended site. Time of adverse event: during the procedure. It was reported that during a revascularization stenting procedure of the renal artery, the stent dislodged off the balloon, landing in the aorta. The stent was moved with a dilatation balloon to the iliac artery where the stent was implanted. A new omnilink was utilized to complete the procedure. No add'l info was available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info. Results: quality engineering was unable to complete their investigative analysis at the time of the report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed the omnilink catheter was returned with blood and contrast visible on the shaft and balloon. There was blood visible on the sidearm. The balloon was tightly folded. The stent was dislodged from the balloon and not returned. There were no visible crimp marks on the balloon. There was a slight kink in the shaft 29.9 cm distal to the strain relief tubing. There was no other damage noted to the catheter. Product performance engineering was unable to complete their investigation analysis at the time of this report. Results and conclusions will be forwarded upon completion.